Event description:
Loosening of the rt-plus modular tibial component was reported in a case in another country. During the revision surgery the surgeon found indications of hyperextension of the joint. Additional detail is not available at this time.